Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographic review identified dislocation of the femoral component with respect to the acetabular cup. Additional medical records provided confirmed post-operative pain, clicking and popping, instability, and cup loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat#: ep-105933/epoly 32mm rlc lnr mrom sz23/lot #: 562650, cat #: 163667/32mm mod head cocr -6mm neck/lot #: 505620, cat #: 51-107100/tprlc 133 mp type1 pps ho 10.0/ lot #: 2711338. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately eleven years post implantation due to a loose acetabular cup. The cup was removed and replaced. Attempts have been made and no further information is available.